Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self activated while attempting to retrieve the tissue sample. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation a drop test was performed and the device did not self activate. An xray was performed and showed that the cannula tangs were not fully engaging with the device housing. The device was able to prime and fire properly. Upon disassembly it was noted that the bumpers were bent within the device housing. Therefore, the investigation is unconfirmed for the alleged self activation issue. The bent bumpers likely contributed to the insufficient cannula tang engagement and may have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided breast biopsy, in normal tissue, after the first sample pass, the device allegedly self activated while attempting to retrieve the tissue sample. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.